Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the m5 handpiece turned on without pressing foot pedal and does not sound correct. There was no known patient impact.

Manufacturer narrative:
H6: previously applied code of fdc d16 is no longer applicable. Device return was requested. However, the device was not returned therefore, device analysis was not able to be performed. There was no indication that the event was related to a potential manufacturing issue. Therefore, no device history record (DHR) review was performed. Customer was contacted for additional information to identify the root cause but there was no response received. Hence, it was identified the suspected likely cause of the event could be anticipated use characteristics. As per the service history, the device has been used for more than a year with no repair. There might be a wiring issue within the handpiece which would have lead to the unintended activation. IFU or product experience suggests that the behavior is typical for the given the circumstances, or the failure occurred over a period of time. The complaint investigation determined that this event had foreseen risk and is included in monitoring, and therefore no further action was required. Common sequences of events and contributing factors that can lead to this event are documented in the risk management file. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating that event occurred during set-up and there was no patient involved.

Manufacturer narrative:
Previously applied code of imf f24 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.